Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet displayed an insulin occlusion alert. The customer did a full supply change. The customer's blood glucose was not affected. There were no other adverse outcomes.